Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to a degraded transducer within the assembly (pt 802). This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). The carefusion field service representative reported to have evaluated the suspect device and confirmed that the device was alarming transducer fault and that the flow transducer was failing calibration. The main board was replaced in order to resolve the reported issue. The device was tested and a preventative maintenance was performed on the device. The device was returned to the customer operating to manufacturer specifications.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The issue occurred during patient use; the customer reported the ventilator was still operating with no distress to the patient. The customer reported the patient was immediately taken off the ventilator and placed on another ventilator. The customer reported there is no patient consequence associated with the event.